Event description:
Blood was backing out of the red lumen on PICC line, noticed blood dripping outside of the hummi tubing. Patient has a double lumen right upper leg PICC, the red lumen has a hummi attached for lab draws. The line was flushed and fluid leaked out of the hummi tubing. The hummi was changed out using sterile procedure and flushed to clear out the line. Hummi was saved in a biohazard bag and marked with the location of the leak.